Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was stuck. Additional malfunctions include the filters were dirty, and the poppet valve for the solenoid was sticking.